Manufacturer narrative:
A ge oec service rep investigated the issue and found a defective camera and open fuse. The ccd camera was replaced and the fuse on the power signal interface pcb. The sys was tested and found to be operating as intended. The sys was released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect were reported because of this malfunction.

Event description:
The ge oec fluoroscopy system would not display an image on the left (live) monitor. Technical factors went to maximum values. Sys removed from use for service.